Manufacturer narrative:
(B)(4). Initial reporter name and address - foreign: canada. Device is used for treatment. One photograph was received. The alignment guide broke at the welding. Based on the photograph the reported event can be confirmed. The device was not received for examination. Review of the device history records identified no deviations or anomalies during manufacturing. A definite root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the metal shaft broke from the guide instrument when the doctor impacted the cup. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. The guide was returned for investigation. The visual examination shows that the guide was fractured at the area of the welding with the rod. The fractured rod was not returned. Beside the fracture there are no other damages or deformations visible. The device was manufactured in 2011 and therefore on the market and use for more than 12 years. Based on the performed investigation and available information, a definite root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.